Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.